Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. There are plans to do revision surgery to reposition the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.